Event description:
The patient was scheduled for a tur-bt. In the initial stage of the case, after the patient was put to sleep, the dr. Was setting up equipment before the procedure and he reported that the 28f resectoscope was sizzling and hot in his hand. The ground pad site was checked and was intact. The resectoscope was removed from the field without harm to the patient. There were no burn marks on the drapes noted.